Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "doctor implanted 127mmx17mm plasma stem (B)(4) lot code 29627902. When using the cone body (B)(4) lot code 32818901, stem was pushed down in the femoral canal. Doctor wanted to extract the stem using the extraction adapter (B)(4) after one "slap" adapter broke screw off inside the stem. There was no other way of extracting. Doctor wanted to use a smaller diameter and longer cone body and implanted on the taper leaving the stem in the distal position but was unable to install locking bolt thru the body into the stem."